Event description:
The customer alleged that her contour meter was not reading correctly. She passed out one evening and paramedics were called. Paramedics tested the customer's glucose at 14 mg/dl using their meter. They also tested using the customer's contour and received a reading of 256 mg/dl. The difference between the readings falls in the "e" zone of the parkes error grid, making the difference clinically significant. The customer did not mention treatment, but she was most likely treated with glucose. Customer service attempted to get more information from the customer about the event, but they were not successful. On another occasion, the customer tested her glucose and received a reading of 318 mg/dl using her contour meter. She took insulin and passed out sometime later. Paramedics were called and they received a glucose reading around 20 mg/dl when they arrived. The customer once again, did not mention treatment, but she was most likely treated with glucose. When the customer called, she did not have any test strips left, so troubleshooting was not possible. Replacement test strips were sent to the customer, but she stated that she no longer had the contour meter. No product will be returned for eval.